Event description:
It was reported during da vinci hysterectomy surgical procedure, the fenestrated bipolar forceps instrument energy did not work. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of energy recognition failure to be related to the customer reported complaint. The instrument was placed on the in-house system and passed the recognition and engagement tests. The instrument was connected to in-house energy generator and failed the energy recognition and electrical continuity test in one of the grips. No damage found on conductor wires. Additionally, the instrument passed energy recognition, as the erbe generator recognized the instrument when plugged in. However, the instrument did fail continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was then disassembled, and it was noticed that the conductor wire had broken at the proximal end, approximately 3.75 inches from the crimp.